Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient is trying to locate a physician for their enterra. Patient stated they do not think its working properly because patient has been sick with nausea the past couple of weeks. No further complications were reported.